Manufacturer narrative:
This report is submitted on on march 15, 2018. (B)(4).

Event description:
It was reported that the patient experienced discomfort and developed a sore at the magnet site. Subsequently, an antibiotic ointment was applied to the affected site (date not reported). Clinical management of the patient is on-going.